Event description:
It was reported to boston scientific corporation that biopsy forceps became lodged in the spyscope access & delivery catheter during an endoscopic retrograde cholangiopancreatography procedure. According to the complainant, repeated attempts to free the forceps were unsuccessful; a biopsy sample was unobtainable. Reportedly, the procedure was completed with a cytology brush device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unk. According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.